Manufacturer narrative:
Product complaint # ==> (B)(4). Device was used for treatment, not diagnosis. (B)(4). The expiration date is not currently available.

Event description:
It was reported that during acl, the 1.1mm nitinol guidewire in this kit snapped off in the patient while inserting a milagro advance screw. At the same time, the milagro advance screw sheared off one end of the green/white suture tail of the speed trap. We could salvage the other suture tail. The surgeon had to get ii (image intensifier ) in to see where the snapped wire was situated. The surgeon performed an arthrotomy to eventually retrieve the wire. Fifty five minute delay to the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore the device is not available for a physical evaluation. It was reported that the device broke. No pictures were provided. This complaint is not confirmed. The DHR review indicated that this batch of devices were processed with one incident, related to packaging, however there were no issues during the manufacture of the product that would contribute to this complaint condition. Therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: [mr# 1221934-2018-50037].

Event description:
It was reported that during acl, the 1.1mm nitinol guidewire in this kit snapped off in the patient while inserting a milagro advance screw. At the same time, the milagro advance screw sheared off one end of the green/white suture tail of the speed trap. We could salvage the other suture tail. The surgeon had to get ii (image intensifier ) in to see where the snapped wire was situated. The surgeon performed an arthrotomy to eventually retrieve the wire. 55 minute delay to the procedure. Additional information by affiliate: there had been no reported adverse event to the patient.